Event description:
It was reported, the patient was experiencing abdominal discomfort on her left side. The patient underwent revision surgery on (B)(6) 2013 where the physician attempted to reposition the penta lead but was unsuccessful. He then tried to implant an s8 lead but was also unsuccessful. The physician then reattempted the original penta lead and was able to get stimulation in the patient's painful areas. The patient's abdominal pain has substantially subsided, but not completely gone away. The physician will continue to monitor the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.